Event description:
Caller states that her device read 290mg/dl while the doctor's device read 74mg/dl. No treatment recieved no quality controls were used. Requested return of suspect deivce and replacement was sent.